Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 25.5 intraocular lens (iol) was explanted from a female patient's right eye due to wrong power pulled and was discovered during post-op. Patient was returned to the operating room and had the lens removed and replaced with lower diopter (11.0) lens of the same model. Patient is doing fine and there was no incision enlargement or vitrectomy required.